Event description:
Per the clinic, the patient experienced a loss of osseointegration while attempting to remove the processor. It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested, but has not been made available as of the date of this report, august 5, 2010.

Event description:
It was reported that on (B) (6) 2009, the pulse generator battery data was 2.56 v and 29.9 kohms with less than three months remaining to elective replacement indicator (eri). On (B) (6) 2010, battery data was 2.26 v, 8 ua and 31.8 kohms. As the battery voltage dropped more rapidly than expected, the pulse generator was explanted and replaced that day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.